Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Reportedly the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer consumed carbohydrates to address bg. The customer continued using the pump for insulin therapy.